Event description:
On (B)(6) 2025, the user reported that the front of their ilet screen had delaminated from the back, exposing internal pump components. The ilet was still functional at the time of the call. The agent advised the user to revert to alternative therapy while a replacement device was arranged and shipped. No blood glucose impact was reported.